Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted during preparation of the two delivery systems that there was prolonged de-airing. This was observed when translating the dc handle, air continued to come through the sleeve. After a few minutes of flushing and translating the handle, the air bubbles were resolved. Two clips were implanted, reducing tr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted during preparation of the two delivery systems that there was prolonged de-airing. This was observed when translating the dc handle, air continued to come through the sleeve. After a few minutes of flushing and translating the handle, the air bubbles were resolved. Two clips were implanted, reducing tr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the tcds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.